Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The pump was unable to perform the displacement test or verify failed battery test due to no button response. The pump was received with stripped battery cap coin slot, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer's father reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 107 mg/dl. The customer stated that she is unable to remove the battery cap on her pump. Customer was advised to discontinue use of the device if the battery is low. The customer was advised to store the batteries at room temperature. The customer will be sent a replacement pump.